Event description:
During the procedure, when the idc-interlocking detachable coil was advanced in the renegade-18 catheter, resistance was felt. When the coil was pulled from the catheter it detached in the hub. No pt complication occurred during this event.